Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomedical engineer/it personnel remotely. It was found that the customer it personnel found that group policies had been pushed to the server previously and wiped the server clean to get rid of them. The application microsoft patches were installed and the application updated. The link to domain was joined remotely by the rse. This resolved the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The philips field service engineer reported information that the server guy wiped tele ent link 1 to factory defaults with a fresh image so patched microsoft patches, installed application and updated application. Joined ent link to domain and validated patients were coming back online. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported loss of patient monitoring on patient information center ix located on 3rd and 4th floor. The device was in use at time of the event. There was no report of patient or user harm.